Event description:
It was reported that a ¿fatal error code¿ was encountered on the personal therapy manager (ptm); error code 8477. The error code was a ¿critical memory error¿ and the code had been seen for the last couple of weeks. The patient denied having any programming done recently. The patient was redirected to the healthcare provider (hcp) and was not happy. The issue would not be able to be resolved over the phone. The patient reportedly was already seen by the hcp and was told to contact the manufacturer representative. The manufacturer representative was contacted today and directed the patient to patient services. The pump was used to deliver morphine. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received. It reported that the ¿weird messages¿, the patient was getting on the ptm had gone away. It was noted that the patient has never been seen by the manufacturer representative or healthcare provider regarding the messages.